Manufacturer narrative:
The insulin pump had button error alarmed due to moisture on keypad trace. Also,corrosion found on lcd board. Unit received with cracked at corner display window and scratched ondisplay window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was performed. The device was returned for analysis.